Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010, inratio: 2.7. Date: ng, inratio: 2.7. Date: ng, inratio: 2.7. Patient reports that her past 3 tests have been 2.7 on her meter (doctor very pleased with precision), but she recently had a blood clot.

Manufacturer narrative:
Investigation pending.